Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to noise and fracture. The lead was explanted and replaced. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 4.4-4.6cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was separated and melted at 4.5cm from the connector pin. This is consistent with the observation from the field of noise and inappropriate shock therapy.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.